Manufacturer narrative:
(B)(6). Occupation was selected as other. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient always had symptoms of dizziness and illusion after the surgery. The patient suddenly fainted at home and now they were awake. The patient planned to return to the hospital to determine the cause of the symptoms on (B)(6) 2018. It was unknown if there was more than 50% reduction in symptoms. No effective measures had been taken. The patient was currently observing at home. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the cause of the issue was not determined. It was unknown if there was a device issue that led to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.